Event description:
The customer stated that the hemoglobin control values, run on the cell-dyn 3200 analyzer, are out of range high for three consecutive runs. The customer also stated that the room temperature in the lab is 75 degrees celsius but has been in the mid 80's recently. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.